Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to insulin pump blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer confirmed that the frozen display reoccurred after installing new battery. The customer was advised for the replacement of the product. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with a blank display. Unable to perform the sleep current test, active current test or self test due to blank display. Unable to download history files or traces due to blank display. The pump was cut open to perform visual inspection and found the j7 connector unplugged. Once plugged back in the pump booted up successfully. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, peeling keypad overlay, cracked case (battery tube), pillowing keypad overlay and missing serial number label frozen display was not confirmed during analysis. Blank display was confirmed during analysis due to an unplugged j7 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.